Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the distribution node (dn) to rear te cable was pulled from the strain relief at the dn. The pulled cable resulted in the pulse wire and black gel fire wire being pulled from the dn pca. The cause of the pulse led hi-pot and te recognition test failures is the damaged wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed the pulse lead hi-pot and te recognition tests. The last patient to use this electrode belt did not report any deficiencies.